Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm occurred with multiple cartridges indicating that the cartridge was over-filled despite the customer filling the cartridge with 150 units of insulin. It was also reported that the customer experienced intermittent elevated blood glucose (bg) level of above 600 mg/dl; cause was not known. Customer administered a manual insulin injection and changed pump supplies to address elevated bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.